Event description:
This case was reported by a lawyer via a legal claim and described the occurrence of excess zinc in a 32-yr-old female pt who used super poligrip. Concurrent medical conditions included chronic migraines and smoking. Concurrent medications included topiramate (topamax) for migraines. In 1999, the pt began using super poligrip after tooth damage caused by braces left her denture-dependent. At an unk time after starting the product, the pt "was diagnosed with neuropathy attributed to excess zinc and resulting copper depletion attributable to super poligrip." Super poligrip was discontinued in early 2007, and her zinc and copper levels returned to normal. At the time of reporting, the pt continued to suffer from "profound and permanent neurological and other injuries attributable to her super poligrip use." The claim also stated that the pt was "unable to perform her normal, customary and daily activities, and in need of constant care and assistance." Medical records received 20 jan 2009: on an unk date, the pt had her braces removed, and the cement removed the enamel from her teeth. This led to the need for dentures, and she began using poligrip on a regular basis. In nov 2006, the pt felt a tingling sensation in her legs and began to lose sensation in an episodic fashion. She developed dense numbness of the distal legs and episodic numbness of the thighs with increasing weakness and imbalance. The pt was treated with lortab then lyrica for the pain. The loss of sensation continued, and she fell down a flight of stairs because she could not feel the step. The pt did not go to the hosp at that time, but ultimately she was hospitalized for an extensive neurological examination on 28 mar 2007. Brain and spinal MRI were negative, and spinal fluid examination showed one white cell, two red cells, and negative cytology. Serum protein electrophoresis, b12, b6, thiamin, esr, ana, anti-gm1 antibodies, g21v antibodies, and anti-mag antibodies were all normal. Multiple neurologists could not determine a cause of the pt's symptoms, and it was recommended she start nortriptyline at that time. The paresthesias continued to worsen and began to move up beyond her knee to about halfway up her thigh, and she also had paresthesia of the hands. Her cognitive impairment included issues such as forgetting appointments, having to be reminded continually about what she should do and where she should go, and inability to perform everyday housework. The pt required assistance to get dressed and could only ambulate with the aid of a walker. She could not drive, was unable to sleep, and was losing muscle mass in her legs and chest. She was examined at the mayo clinic on 06 nov 2007, where zinc level was 1.5 micrograms/ml (normal 0.66 to 1.10) and copper level was 0.14 (normal 0.75 to 1.45). It was noted at that time that the pt used poligrip dental cream three times a day due to poor-fitting dentures and would use a 68 g tube per month. She was diagnosed with copper deficiency with mild myelopathy and considerable functional overlay. The pt was started on copper sulfate 4 mg twice daily and advised to use a zinc-free denture cream. Aggressive physical therapy was also recommended, but the pt could not afford this. At a f/u visit on 21 feb 2008, the pt continued to have symptoms with increased pain and numbness with a decrease in strength. She had decreased her copper dose to once daily due to nausea. These symptoms continued to worsen at a visit on 27 may 2008. At a neurological exam on 06 july 2008, the pt was noted to have stocking glove distribution of loss of sensation with an absence of fine pin sensation up to her mid-thighs as well as the dorsum of her hands. There was no vibration sense in the lower extremities, and her muscle strength was no more than 1+ in the lower extremities and 2 to 3+ in the upper extremities with 1+ in her hand area. Profound muscle loss of the calves was consistent with disuse myopathy secondary to neurological dysfunction. Her short term memory was impaired as evidenced by dates and an inability to give recent history. The physician at this visit agreed that the pt's neurological disease was secondary to use of poligrip with secondary copper deficiency superimposed on excess zinc intake. At a visit on 17 july 2008, it was noted that the pt was wheelchair bound with some ambulation possible with a walker. It was also noted that her peripheral and central neuropathy appeared to be irreversible.

Manufacturer narrative:
Poligrip is mfg in (B)(4), and neither the product nor lot # for this product is available. (B)(4).